Event description:
A cartridge alarm was reported by the customer, which did not adversely impact their blood glucose level. The customer had experienced similar alarms previously but had not reported them. Technical support resolved the issue by sending a replacement pump, confirming the shipping address, and instructing the customer on how to place the pump in storage mode and return it to tandem. Additionally, the customer was advised on setting up the replacement pump and using a backup insulin pump to ensure uninterrupted insulin delivery.